Event description:
The manufacturer received information alleging a ventilator's blower had failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower assembly needs to be replaced to address the issue.